Event description:
It was reported the patient had (B)(6) in one of the pump sites and had to move the pump. The event occurred 6 years ago. The drug in the pump at the time of event was unknown.

Manufacturer narrative:
Concomitant: product ID 8709, serial# (B)(4), implanted: 2008-(B)(4), product type catheter. (B)(4).